Manufacturer narrative:
Additional information: there were no inflation issues prior to the burst. Product analysis: the device was returned for analysis. The balloon had detached from the distal shaft and did not return for analysis. Kinks evident to hypotube. Deformation and tearing were evident to the distal shaft with a broken core-wire protruding through the torn section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an nc sprinter balloon catheter, a lesion stenosis of 90% was identified in the proximal section of the left anterior descending (lad) artery. The artery had mild tortuosity and moderate calcification. The balloon burst during balloon inflation at 18 atms on the second inflation. The balloon wrapped and tore. The lesion was pre-dilated, and nonresistance or excessive force was encountered during the device's advancement. The device did not pass through a previously-deployed stent. The device was inspected and negative prep was performed without issues. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Additional information: a detachment occurred during withdrawal of the device. The detached part was completely removed from the patient. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was being used to post dilate a deployed stent. It was detailed that the balloon was deflated and moved, at which point the balloon appeared to fuse with the catheter itself and it was not possible to re-inflate the balloon. As a result, everything was removed and a non-medtronic balloon was used to complete the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.